Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was over 300 mg/dl. The customer had been mowing the lawn and the insulin pump may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.